Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the lot number the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture broke during use. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/19/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the sample determined that one empty labeled winding former and one strand in two sections that pertains to product code 8557h were returned to ethicon for analysis. In order to evaluate the conditions of the returned sample, the suture pieces were observed with the ends cut. Body fluids and crimping marks were observed on the surface of the suture that was possibly caused by a surgical instrument. The condition of the samples received indicates improper handling of the device and no functional test was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.